Event description:
It was reported that the patient received 18 inappropriate shocks due to a possible right ventricular (rv) lead fracture and oversensing of the implantable cardioverter defibrillator (ICD). It was further reported that the rv lead exhibited high/unstable thresholds, short v-v intervals, and high impedances. The device was reprogrammed and remains in use, and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).